Event description:
A malfunction alarm identified as malf 15 was reported, with the fault ID available and the code being resettable. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump but encountered the same malfunction code again. As a result, technical support assisted with a pump reset and arranged for a replacement pump. The customer will use multiple daily injections as backup therapy and has been instructed on returning the faulty pump.